Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; 5 events were confirmed during testing. Three devices were found to be affected by corrosion. Two devices were found to have a lubrication problem. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device overheated. One event had patient involvement with no patient impact. Four reported events had no patient involvement or patient impact.